Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. An on-site evaluation was performed by a fresenius mexico service technician, who replaced the arterial line transducer to resolve the issue and return the machine to service. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported a fresenius 2008k2 machine with an arterial line transducer that contained an unspecified amount of patient blood. The issue was found when a fresenius (B)(4) technician was servicing the machine for the arterial line transducer not tracking. It was confirmed that the technician replaced the arterial line transducer and disinfected the machine to resolve the issue and return the machine to service. It was confirmed that no sample parts are available fore return. Additional patient and treatment information was requested, but was not provided. If additional information is received, a supplemental report will be submitted.